Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on june 03, 2025 with lot number 1775072. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flaw opening and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. `

Event description:
Healthcare professional reported "textured to smooth exchange", "ruptured" diagnosed via MRI on (B)(6) 2025 and "capsular contracture baker grade iii". This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "textured to smooth exchange", "ruptured" diagnosed via MRI on (B)(6) 2025 and "capsular contracture baker grade iii". This record is for the right side. The device remains implanted.